Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # 391c39. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received partially fired 1/16 and with a tyvek. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 391c39, and no non-conformances were identified. Additional information was requested and the following was obtained: the device partially fired and brake. They pressed the reverse button to reverse the blade and open the jaw of the device.

Event description:
It was reported that during an unk procedure, the load locked during the procedure, without the possibility of using it, a new load was opened. No delay in the procedure was reported and the procedure was completed successfully. No patient consequences were reported.